Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist used the immediate implant procedure. It suggests that the implant was anchored only in the apical part, leading to an insufficient contact between bone and implant. As a result, adequate primary stability could not be achieved.

Event description:
(B)(4) ¿ the dentist reported that had to removed the dental implant during its installation surgery because it did not achieve a good primary stability. The implant was being installed in intraoral region 4 #, right after the tooth extraction. Moreover, the patient presented insufficient bone quality/ quantity (bone type iii), fenestration has occurred and bone graft was placed.